Event description:
The operator was removing a patient from an x-ray table after completion of an examination. The operator in the control room initiated longitudinal table movement for more room and then the table unexpectedly started to tilt towards the patient's head. The movement was stopped by use of the emergency stop button and the patient was safely removed from the table. No injuries to the patient were reported.